Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys t4 (t4), elecsys ft4 (ft4) and elecsys tsh (tsh) on a cobas 8000 e 602 module. The initial t4 result was 40.01 nmol/l. The repeat result was 104.9 nmol/l. The initial ft4 result was 11.59 pmol/l. The repeat result was 14.7 nmol/l. The initial tsh result was 0.423 uiu/ml. The repeat result was 1.06 uiu/ml. The initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2021. The t4 reagent lot number was 472236 with an expiration date of sep-2021. No other reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
No instrument hardware issues were identified and repeatability test results were acceptable. Data alarms related to sample quality issues were observed. There were a high number of sample aspiration alarms (typically caused by clots in the sample) and sample probe movement alarms (typically due to bubbles in the sample). As no other samples were affected, the investigation determined the event was consistent with a pre-analytical handling issue.